Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer condition improved and no symptoms or medical attention reported. Customer was on the way to work and didn't have the meter. Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results. Wife is calling on behalf of the customer. The customer is concerned with non-fasting results obtained of 136mg/dl. The expected fasting blood glucose test result range is 100-120mg/dl. The customer did report symptoms of feeling agitated and moody. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 08/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:136mg/dl date: (B)(6) 2017 time:6:35am fasting; result 2:126mg/dl date: (B)(6) 2017 time:11:57am fasting; result 3:147mg/dl date: (B)(6) 2017 time:7:40am fasting; result 4:141mg/dl date: (B)(6) 2017 time:9:21pm n/fasting.